Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed intact housing. Upon inspection, the reported problem was verified. During power up the device alarmed continuously with a blank screen. Pwa board was found to be faulty replaced pwa board and recalibrated the device.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump exhibited continuously alarm when battery is inserted. No patient involvement reported.